Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump received with missing retainer, missing reservoir tube o-ring, scratched case, serial number label faded, stained keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
It was reported that the insulin pump's retainer ring that holds the reservoir in place was broken/missing. Customer's blood glucose was unknown at the time of the incident. The insulin pump will be replaced. The customer will return the product for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.